Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right femoral vein was attempted with a proglide device using the pre-close technique prior to a micra transcatheter pacing system interventional procedure. There was no initial sheath used as this was a blunt dissection. Reportedly, only 2 inches of the plunger was able to be pulled when the plunger was removed. The sutures were manually cut with scissors and the device was removed from the anatomy. When out of the anatomy, the needles were not able to be pulled out of the device, they were stuck. The micra transcatheter pacing system procedure was completed with a 23f sheath. Figure-of-eight suture was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy and remove the plunger were confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties were concluded to be related to a potential product quality issue. The subsequent treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.